Event description:
The customer reported that the ac power module failed during service with fse (field service engineer). There was no report of pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.